Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-sep-2021. The most recent information was received on 29-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure was removed') in an adult female patient who had essure (batch no. A90486) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient has 3 implants" from (B)(6) 2013 to (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vision blurred ("blurry vision"), alopecia ("hair loss"), fatigue ("intense fatigue"), amnesia ("memory loss") and paraesthesia ("tingling in the feet on awaking") and was found to have weight decreased ("weight loss, 10 kg in 10 months"). The patient was treated with surgery (essure was removed on (B)(6) 2021.). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the vision blurred, alopecia, weight decreased, fatigue, amnesia and paraesthesia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, fatigue, medical device removal, paraesthesia, vision blurred and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Lot number: a90486, manufacturing date: 2013-01, and expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure was removed') in an adult female patient who had essure (batch no. A90486) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient has 3 implants" from (B)(6) 2013 to (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vision blurred ("blurry vision"), alopecia ("hair loss"), fatigue ("intense fatigue"), amnesia ("memory loss") and paraesthesia ("tingling in the feet on awaking") and was found to have weight decreased ("weight loss, 10 kg in 10 months"). The patient was treated with surgery (essure was removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the vision blurred, alopecia, weight decreased, fatigue, amnesia and paraesthesia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, fatigue, medical device removal, paraesthesia, vision blurred and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.